Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix, composix kugel hernia patch and flat sheet mesh (bard flat mesh) on (B)(6) 2004 and/or (B)(6) 2006 and/or (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix (device #1) and bard flat mesh (device #3) should additional information be provided a supplemental emdr will be submitted.